Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported single leaflet device attachment (slda) could not be determined. The reported recurrent mitral regurgitation was a cascading effect of the slda. Mitral regurgitation (mr) is a listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention and hospitalization were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025, the patient presented with grade 4 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, 2 mitraclips was successfully implanted. The mr was reduced to grade 1-2 post procedure. Approximately on (B)(6) 2025, the second clip had single leaflet device attachment(slda) from the anterior leaflet. Recurrent mr of grade 4 was reported. On (B)(6) 2026, a re-intervention procedure was performed. 2 mitraclips were implanted to stabilize the slda clip. The mr was reduced to grade 2 post procedure.